Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that two weeks ago, the patient went to emergency room for a stoma infection. The patient was treated with antibiotics doxycycline twice a day for 7 days followed by amoxicillin 500mg for 10 days with improvement. The device has been in place for 2 years and was replaced on (B)(6) 2021.